Event description:
Info received indicates the head end casters do not lock when the brake is set.

Manufacturer narrative:
The tech replaced the left and right head end casters to repair the stretcher.